Event description:
It was reported that there was a malfunction resulting in an error that potentially results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Block d4: unique identifier: (B)(4). Legal manufacturer: hcs madison 3030 ohmeda dr, USA madison, wi. 53718.

Manufacturer narrative:
The customer declined service. No repair information available.